Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a cori assisted tka surgery, when the surgeon went to take his tibia checkpoint, the monitors blacked out, and received an internal error. They quit, restarted the case, and proceeded. Surgeon stated the mapping and burial implant placement was not right. They cleared the points, remapped, and received the same images/sizes. Surgeon proceeded to stress and after the stress was applied, stated that it did not match what he was feeling. The procedure was completed, with a non-significant delay, by changing to manual procedure. Patient was not injured as a consequence of the reported problem.

Manufacturer narrative:
Section h3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. Log files and screenshots provided for review do not match the serial number reported. The reported issue could not be confirmed as we do not have the correct files for the case. According to the real intelligence cori for knee arthroplasty user manual (500230), cori initializes a tibia component size by evaluating the ml size of the patient¿s anatomy based on the free collection mesh. Contributing factors that may have led to the system sizing choice could be due the tibia mapping in free collection. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an incomplete mapping of the tibia surface and edges. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Additional information. H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. Log files and screen shots provided for review do not match the serial number reported. The reported issue could not be confirmed as we do not have the correct files for the case. According to the real intelligence cori for knee arthroplasty user manual (500230), cori initializes a tibia component size by evaluating the ml size of the patient¿s anatomy based on the free collection mesh. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may have been associated with the subjectivity associated with post-op gap assessment. The software algorithms responsible for calculating the post-operative gap changed slightly between software versions 1.7 and 2.0, but both algorithms produce highly similar results and remain within performance requirements. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.